Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that they had first noticed the subject meter was reading inaccurately at 7am on (B)(6) 2018. At this time the patient obtained blood glucose results of ¿232 and 73mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes by self-adjusting their insulin dosage and stated that as a result of the alleged product issue they took an increased dosage of 15 units of an unspecified type of insulin (normal dosage is 10 units). 5 minutes after this the patient stated that they developed the symptom of ¿almost passing out¿. In response to this the patient reverted to taking their normal dosage of 10 units of insulin routinely. No further medical treatment was noted. At the time of troubleshooting, the patient walked through a control solution test and the result was not in range. The unit of measure was set correctly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate results with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.